Event description:
It was reported that the patient with this implantable pacemaker felt like the device was digging into the shoulder and arm. Also, the patient's arm and fingers were noted swollen. The patient discussed this with the clinic and the clinic wanted to have the device manual sent. Patient initiated interrogation (pii) was sent. Boston scientific technical services (ts) advised patient to contact clinic. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the patient with this implantable pacemaker felt like the device was digging into the shoulder and arm. Also, the patient's arm and fingers were noted swollen. The patient discussed this with the clinic and the clinic wanted to have the device manual sent. Patient initiated interrogation (pii) was sent. Boston scientific technical services (ts) advised patient to contact clinic. The device remains in service. No adverse patient effects were reported.